Event description:
The lay user/patient contacted lfs in 2009, alleging an error 5 message on the one touch ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The technique of applying blood on the test strip was correct. The test strips were in good condition. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the alleged error 5 message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.